Event description:
It was reported that during the dural arteriovenous fistula treatment procedure, while selecting the shunt point from the cerebral vein side with the subject guidewire, the torque became ineffective and strong resistance was felt. Physician attempted to withdraw the subject guidewire but was unable to do so. When he further pulled the subject guidewire, the tip of the guidewire was broken and the core wire got out of the nitinol tubing. The physician used a snare device to retrieve the broken tip of the subject guidewire. However, the core wire remained inside the patient anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be kinked/bent at 102cm and 116cm from the proximal end. The guidewire was noted to be broken/fractured at 213.9cm from the proximal end, the core wire and platinum wire were exposed, approximately 1.1cm of the distal end was not returned. The nitinol tubing was stretched towards the distal end. The hydrophilic coating was hydrated and there were no anomalies noted. The torque device was not returned. Functional inspection could not be carried out as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance when the guidewire was taken out of the dispenser hoop, the guidewire was shaped 20 degree and 1.7fr 150cm 45 degree shaped microcatheter was used in the procedure, the introducer sheath was used with the guidewire during the insertion process. No other devices were used in the procedure. Flush was given inside the microcatheter at the time when the guidewire was inserted, continuous flush was set up and maintained throughout the clinical procedure and it is unknown how tortuous was the patient¿s anatomy. No friction or resistance was felt at the hub. The friction/resistance was encountered during the procedure while selecting the shunt point. Torque was given stronger than usual. The torn off tip was retrieved, but part of the core wire (assuming it was the core wire), remained from the cavernous sinus to the transvenous area. The condition being treated was davf. The anatomical location of the treatment site was cavernous sinus. No additional medication was given to the patient as a result of this event. The current condition of the patient is no health damages and fine. Analysis of the returned device found the guidewire was returned broken/fractured 213.9cm from the proximal end, the core wire and platinum wire were exposed and the nitonal tubing was stretched towards the distal end. Approximately 1.1cm of the distal end was not returned. The condition of the returned guidewire indicates the device encountered a significant manipulation during the procedure. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿guidewire torque problem¿, ¿guidewire distal tip broken/fractured during use¿, ¿guidewire difficult to remove/withdraw from catheter¿, ¿un-retrieved device fragments¿ and to the as analyzed ¿guidewire kinked/bent¿, ¿guidewire distal tip stretched¿ and ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the dural arteriovenous fistula treatment procedure, while selecting the shunt point from the cerebral vein side with the subject guidewire, the torque became ineffective and strong resistance was felt. Physician attempted to withdraw the subject guidewire but was unable to do so. When he further pulled the subject guidewire, the tip of the guidewire was broken and the core wire got out of the nitinol tubing. The physician used a snare device to retrieve the broken tip of the subject guidewire. However, the core wire remained inside the patient anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.